Event description:
A talent stent graft system was implanted in a patient who presented emergently with abdominal pain and was treated endovascularly for an abdominal aortic aneurysm. The vessels had moderate to severe thrombosis within the 2 cm length aortic neck. It was reported that upon final angiogram there was a proximal type 1 endoleak noted. The physician implanted an aortic cuff and the endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation: results: endoleak, thrombosed aortic neck. Conclusion: thrombosed aortic neck.